Event description:
It was reported that: "upon removal of wire, the wire became stuck and then broke". The patient had no harm or injury.

Manufacturer narrative:
(B)(4)

Event description:
It was reported that: "upon removal of wire, the wire became stuck and then broke". The patient had no harm or injury.

Manufacturer narrative:
Qn#(B)(4). Additional information received indicates "the wire was successfully removed with a secondary incision over the brachial artery location." It was also reported that the patient condition was "stable after successful removal" and that a second line was placed prior to surgery. Complaint verification testing could not be performed as it was reported that the sample is not available for return. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.